Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had kinks in the patient's black cable and experienced a lot of power cable disconnects. Log file analysis noted numerous no external power events that could be due to the mobile power unit (mpu) ac power cord coming loose at the mpu or the ac wall outlet, additional information was requested but not provided.

Event description:
The site reported that the patient was at a skilled nursing facility and was urgently switched to a loaner mpu due to a malfunctioning power module. The power module was found to be extremely dirty, and had roaches inside it. It was cleaned and inspected by the site's biomed, and then returned to the patient as it passed maintenance. The mpu was returned to the site.

Manufacturer narrative:
Event description: additional information.

Manufacturer narrative:
The reported no external power alarms were confirmed via the submitted log file. The mobile power unit was not returned and could not be tested. The submitted log file spanned from (B)(6) 2018 to (B)(6) 2018. The log file captured no external power alarms throughout while on mpu. According to voltage values captured, the alarm appeared to be related to a loss of a/c outlet power. Also, intermittent power cable disconnect alarm events were captured between (B)(6) 2018 and (B)(6) 2018. These alarms appear to be related to a loss of battery fuel voltage signal when the system was supported by 14v batteries. The alarms alternated between the white and black power cables appearing to follow the battery/battery clip used at the time. The root cause of the reported event could not be definitively determined.